Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00179, for the other associated device information.it was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6), 2009 (patient's age, gender and weight are unknown).according to the complainant, during the procedure, they were unable to deploy the clips and in both instances they noticed the blue gripper had detached from the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and the device was half deployed. The yoke was still attached to the control wire. In addition, the clip assembly was detached from the bushing and was located inside the over sheath. Functionally, the control wire was actuated several times and the yoke deployed. The most probable root cause has been determined to be operational context as evident by the sheath grip being detached. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2010-00179, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they were unable to deploy the clips and in both instances, they noticed the blue gripper had detached from the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.